Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends and kinks were present throughout the length of the pusher assembly. The embolization coil was intact with the pusher assembly. Offset coil winds were present along the embolization coil. Conclusions: evaluation of the returned smart coil revealed an embolization coil with offset coil winds. If the introducer sheath is not properly aligned within the hub of a parent catheter, resistance may be experienced during advancement. Forceful advancement of the smart coil against resistance may result in offset coil winds. The non-penumbra microcatheter identified in the complaint was undamaged. During functional testing, the smart coil was advanced through its introducer sheath and the returned non-penumbra microcatheter without an issue. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During the procedure,while attempting to advance a smart coil into a non-penumbra microcatheter, the physician felt resistance and was unable to advance the smart coil through the hub of the microcatheter. Therefore, the smart coil was removed, and the procedure was successfully completed using three other coils with the same microcatheter. There was no report of an adverse effect to the patient.